Event description:
During a follow-up noise detection was observed. Lead problem was suspected. Provocative maneuvers which included hard manipulation of the device in the pocket caused noise detection. A decision was taken to explore the lead and header when the pt was to undergo high risk coronary artery bypass graft surgery. Unfortunately, the pt's surgery date was postponed as the pt was too unstable for surgery. The pt made a visit to see a specialist about a nasogastric tube placement to improve their nutritional state; however, upon returning from their visit, the pt's spouse found pt in full cardiac arrest and blue. The pt was taken to the hosp and was prononunced dead by a physician. The cause of death was listed as ischemic heart disease, natural causes and no post-mortem was ordered. The physician agreed and the rep went on to complete the case report form with the research nurse using the hypothesis that the appropriate vt episodes seen on the electrograms through the time of death and noise did not occur nor participate in this pt's death.